Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove essure) and surgery (dilation and curettage with ablation). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: (B)(4) (MFR number 2951250-2017-09533) was identified as a duplicate of this case and will be deleted from bayer database. All information was trasnferred to this remaining case - reporter, removal date and event migration of implant added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("excessive bleeding") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included overweight and asthma. Concomitant products included ketorolac tromethamine (nsaid-k), medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen) and salbutamol (albuterol hfa). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability tohave sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("left abdominal pain") and abdominal pain lower ("cramps"). The patient was treated with surgery (dilation and curettage with ablation and to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, abdominal pain and abdominal pain lower outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: -(B)(6) 2009, (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: previously reported event "pelvic pain " outcome updated to "recovering / resolving", events- "cramps, she did not undergo essure confirmation test", concomitant drug added from pfs. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("excessive bleeding") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included medroxyprogesterone (depo provera). In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and abdominal pain ("left abdominal pain"). The patient was treated with surgery (to remove essure) and surgery (dilation and curettage with ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion:(B)(6) 2009, (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 30-jul-2018: pfs and medical record received: reporter information, patient details, other relevant history, product information, concomitant drug and events: abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, mental anguish, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, left abdominal pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("excessive bleeding") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included overweight and asthma. Concomitant products included ibuprofen since 2015, ketorolac tromethamine (nsaid-k), medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen), salbutamol (albuterol hfa) and sertraline hydrochloride (zoloft) since (B)(6) 2015. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("left abdominal pain"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2015, the patient experienced depression ("depression, major depressive disorder") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramps"). The patient was treated with surgery (dilation and curettage with ablation and to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, abdominal pain, abdominal pain lower and mood swings outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mood swings, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: - (B)(6) 2009, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 15-may-2019: pfs received. Concomitant drugs were added. Event hormonal changes describe: mood swings added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (dilation and curettage with ablation). At the time of the report, the genital haemorrhage, pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.